Event description:
During baxter's functionality testing, a spectrum pump would not restart after a downstream occlusion alarm. There was no occlusion, however the device would not auto restart as designed. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The eval found that the downstream sensor readings with a fluid filled set were above specification. With an elevated signal, the device will be more sensitive to downstream occlusions. The downstream sensor was calibrated to correct this condition.